Event description:
It was reported that a patient underwent an implantation of an intraocular lens (iol) which is part of a product recall. Abbott issued the product recall due a diopter mix-up between two lots. The physician stated that the goal of the implantation was to achieve normal vision due to a preoperative diagnosis of amblyopia. During the implant there was a combined surgery for the cataract which included a vitrectomy, followed by a retinal membrane peel, and a posterior capsulotomy. No additional information regarding patient status was provided.

Manufacturer narrative:
The patient underwent a secondary procedure on (B)(6) 2013 where an additional intraocular lens (iol) was placed to improve the patient's visual acuity. The patient's case will be closed by the clinic in (B)(6) 2014. No additional information was provided. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(6). (B)(4). The primary cause for this event was the inadvertent switching of the device history record (DHR)/labeling pouches between the two totes of impacted lenses on an in-process storage rack. All pertinent information available to abbott medical optics has been submitted.